Event description:
As reported by an affiliate, the hub of a 3.5 x 8 mm cypher select + was noted to be cracked when the syringe with contrast medium was being mounted on the hub. Personnel had been instructed to test the hub for cracks before using the device on the pt. The device had appeared normal when removed from the packaging and the device was prepped according to IFU.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Add'l info will be submitted within 30 days of receipt.